Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy needing an impella 5.0 device for mechanical circulatory support. While on support the purge was changed from d5 with heparin to sodium bicarbonate due to access site bleed. In addition, hemolysis was noted. The device could not be repositioned due to the inability to free the pigtail. The patient was successfully weaned from the impella and the device explanted.